Event description:
On (B)(4) 2012, aci received a copy of a medwatch event report (importer report # (B)(4)), which was sent to the FDA by the user facility. The report stated that the intended procedure was a balloon angioplasty and stent of coronary lesion. The report noted that the date of the event was (B)(6) 2012, and the date of this report was (B)(4) 2012. The following is the description of the complaint: "at the end of the procedure, an arterial closure was performed with mynx device. The patient developed a hematoma of the right groin shortly thereafter and manual pressure was applied. Despite this for 30 minutes, the hematoma did not stabilize. Unfortunately, despite continued manual pressure to the groin, although the hematoma did not seem to be expanding, there did not appear to be good resolution when easing up on pressure to the area. Vascular surgery came to evaluate the patient, as her blood pressure was lower than original (high 90's/low 100's systolic), although she remained clinically stable. A femoral arterial duplex was subsequently performed and showed a femoral pseudoaneurysm (size of neck undetermined), but signs of active bleeding were evident by ultrasound (u/s). Despite continued pressure to the groin after the duplex was completed, the patient suddenly became transiently short of breath (sob) and hypotensive. Given her tenuous hemodynamics with continued groin bleeding (despite manual pressure x 2 hours). Vascular surgery took the patient to the operating room and repaired the femoral bleeding surgically." On (B)(4) 2012, the aci sales professional reported that he was unable to obtain any additional information regarding the alleged event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1201102) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Operator of device is being corrected.